Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, during the final sugical check after the roi-c cage was implanted, it was noticed that there was a crack on the anterior aspect of the device. The surgeon decided to leave the cage implanted and closed the patient. The patient is reported to being doing well postoperatively and there are no plans to revise at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Information added to d4: unique identifier (UDI) number, h6: component, type of investigation, investigation findings, and investigation conclusions. Summary the complaint is unrefuted the roi-c cage (pn mc1332p) for the failure of fracture during surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause the fracture often occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure, during the final sugical check after the roi-c cage was implanted, it was noticed that there was a crack on the anterior aspect of the device. The surgeon decided to leave the cage implanted and closed the patient. The patient is reported to being doing well postoperatively and there are no plans to revise at this time.